Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device fails the battery test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site performed the diagnostics according to the service manual, conducted the functional and battery tests that the device passed successfully. The battery measured capacity is ~94%. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was determined, the reported problem was not confirmed. The device functions within its specifications.